Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product" plug strap separated with capsule tissue adherent to valve. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Other-technical : observed broken on the plug strap side assessed as surgical damage. Additional observations. Yellow particles observed on the device. Crease flat observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: plug strap separated with capsule tissue adherent to valve.